Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the plunger, suture, link, needles, and cuffs were not returned with the device; therefore, the scope of this investigation was limited and the reported suture loop being pulled out of the artery intact could not be confirmed. The analysis revealed no abnormal observations which could have contributed to the reported experience. The reported information suggests that needle deployment and suture retrieval were successful and prior to or during knot advancement, the suture was pulled out of the patient anatomy with the loop being intact. This type of issue is consistent with deploying the needles outside the artery or insufficient tissue captured. Based on our investigation, the reported experience could not be confirmed and a probable cause for this incident could not be determined. A review of the finished product history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been 1 other incident reported for failure to deploy the suture and this is the other device that was used during the same procedure. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the suture bight/loop was still loaded on the suture bearing and the knot was formed. This is consistent with successful needle deployment and suture retrieval. During the investigation, the suture bight/loop was released from the suture bearing without a problem. The plunger, needle tip, cuffs and link were not returned. Based on the investigation findings, the suture was pulled out from the artery. The probable cause for the suture being pulled out of the artery is not enough tissue captured or the device was deployed outside of the artery. Therefore, the probable cause for the suture being pulled out of the artery is related to the operational context in the use of the device. There were no manufacturing or quality deficiencies detected that could have contributed to the reported event. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been one additional incident reported for failure to deploy suture/the suture was pulled out from the artery and this is another device that was used from this same procedure. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that two physicians, in-training in the use of the proglide device, attempted bilateral arteriotomy closure of the right and left common femoral arteries after an endovascular aortic aneurysm repair (evar) procedure. The physicians had intended to put 2 proglide sutures into each femoral artery. Reportedly, at the beginning of the procedure, using a pre-closure technique, two proglides were attempted in the left groin. During removal of the second deployed proglide, the suture loop was able to be pulled out intact. A third proglide was attempted, deployment completed, however at the end of the procedure, the physician was not happy with the closure; the groin site went to cut down to achieve hemostasis. Additionally, during attempted pre-closure of the right groin, 7 proglide devices were attempted; one was successfully deployed and 6 of them failed, the suture loop was able to be pulled out intact in all of them. At the end of the procedure, the right groin went to cut down and hemostasis was achieved surgically. An abbott representative was at a short distance during the procedure and indicates the physicians operated the device according to the correct technique. The report received indicates the procedure was delayed approximately 30 minutes due to the device issues experienced. No adverse patient sequela occurred. Though requested, no additional information was provided.